Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The motor error alarmed during a rewind due to the corroded motor home switch. The insulin pump was unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the constant motor error alarm. The insulin pump was received with a minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.